Event description:
Complainant alleged that the emergency room staff was treating a 29 year old male trauma code pt who had suffered a gun shot wound to the chest. The pt was in ventricular fibrillation. The staff was setting up the device as the physician was inserting chest tubes, and then clearing off the pt's chest. The device was charged to 200 joules, while the staff was still preparing the pt. The device then started emitting an intermittent beeping sound signaling that the charge was about to be lost. The staff then attempted to defibrillate the pt at 200 joules, but the device did not discharge. The staff attempted another defibrillation at 200 joules, but again the device did not discharge. The staff was able to obtain another device to defibrillate the pt. The complainant indicated that the pt subsequently expired, but that the pt outcome was not as a result of the reported malfunction.